Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge contained insulin. Subsequently, multiple minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 201 mg/dl.